Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's home monitoring system detected a high shock lead impedance of >125 ohms for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. The local field representative contacted boston scientific technical services (ts) and it was recommended that the patient be seen in the clinic for evaluation. At this time, no inappropriate episodes have been detected, and no adverse patient effects were reported. Additional information was received that an in clinic evaluation was performed and the shock lead impedances were still >125 ohms. Reprogramming was done which removed the proximal coil of the lead from the shocking vector and the shock lead impedance then was 88 ohms. It was reported that the patient will undergo a more comprehensive laboratory evaluation to check the set screw and lead in the future. Again, no adverse patient effects were reported.

Event description:
Further information was received that surgical intervention was performed. It was reported that the proximal coil of the rv lead pulled right out of the header. The physician noted that it was not connected correctly at the generator change that occurred approximately four months ago. The lead was reconnected and shock lead impedance measurements were then 48 to 60 ohms. No additional adverse patient effects were reported.